Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. During troubleshooting with tandem technical support, the customer successfully loaded a new cartridge. Customer¿s blood glucose (bg) level was 500 mg/dl.